Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined. Bd has initiated a CAPA (B)(4) to document further investigation and root cause of this product issue.

Event description:
It was reported that bd vacutainer® edta tube bd hemogard¿/pink had yellowed dried particles inside. No serious injury, no medical intervention. The problem was noticed before use.